Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 1 device was received for evaluation. 1 device was not received for evaluation. 1 event was duplicated during testing. 1 device was found to be affected by debris. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was overheating. There was no patient involvement; no patient impact.